Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed the initial sensor electrical output to be 9.4 millivolts (mv) which is within the specification range of 9 and 13 mv. The oxygen (o2) sensor was installed into lab use only (luo) testing equipment and during calibration the output was steady and calibration was successful. At each setpoint, the system was left for five minutes with no changes in flow or o2%. No significant changes in the central control monitor (ccm) o2% or analyzer o2% were observed. The o2 sensor performed within tolerances. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that upon receipt of the device, the electronic patient gas system (epgs) oxygen (o2) sensor failed the o2 set point testing and o2 sensor reading accuracy testing. There was no patient involvement.